Event description:
Breakout of MFR report #2110898-2009-00009 - from 1 MDR to 6 mdrs. When micropore tape was being used to secure tubing for hemodialysis the needle dislodged and patient lost 50 ml of blood. No medical treatment required.

Manufacturer narrative:
Date error in reporting was discovered. One MDR is being broken out into 6 mdrs. See MFR report 2110898-2009-000009 for history.